Event description:
Related manufacturer reference number: 2017865-2022-38891 it was reported that the patient presented to the clinic for evaluation. The device was exhibiting under-sensed atrial fibrillation and capturing issues with the lv lead. Programming changes were made to address the issues. There were no adverse health consequences; the patient was stable.

Event description:
New information received that the device was exhibiting another occurrence of undersensing. Programming changes were suggested but no changes were made at this time. The patient was stable.